Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The device history record for the stem and liner were reviewed. The devices were used in an approved and compatible combination. A complaint history review identified no other complaints for the part-lot combinations associated with the liner and stem. The reported device is used for treatment. The surgeon noted that the femur was rasped up to a size 11 mm. It is stated that the rasp felt stable. Soft tissues were noted to be lax. The surgeon decided to go up one size to 12.5 to gain additional length and offset. Trial reduction was performed. The surgeon stated that the hip could not be dislocated anteriorly in full extension and maximum external rotation but there was near impingement. It is stated that in 90 degree of flexion the hip was stable to 65 degree of internal rotation. The surgeon felt that length, offset and anteversion had been optimized and that increasing anteversion would risk posterior impingement and anterior dislocation. The hip was reduced with final implants and was noted to have satisfactory motion and stability. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that following implantation surgery, the patient subluxed anteriorly while in the post-anesthesia care unit. The patient's stem and head were then replaced.